Event description:
Serious injury involving one person. Diagnosis: corneal ulcer in right eye. Ciloxan was administered for treatment. The date of diagnosis was on 9/8/99. Event was not reported to ciba vision until 9/30/99. No lot number or sample is available; therefore, no investigation can be performed. Prognosis: resumed contact lens wear. The total duration of use; five months. Number of days lens worn; six days.